Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that impedance of electrodes 11, 14, and 15 were measured as 40000 ohms or greater, and there was no stimulation. Stimulation was performed with other electrodes and follow-up was completed. No x-ray images were available. Telemetry was available, and a session report was provided. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. No actions/interventions were taken to resolve the issue, and the issue was considered resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. It was unknown what disease the patient was primarily/originally treated for.